Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 4 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient reported feeling weak, tired, nauseous and dark stool. The site of bleeding was noted as gastrointestinal. The lvad system was producing low flow alarms when the patient changed positions. Hematocrit had dropped from 30% to 23.7% in two weeks. The patient was transfused with 2 units of packed red blood cells at outside hospital. Anticoagulants at time of event was warfarin. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no system controller log files from the time of the event were submitted for review. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.